Manufacturer narrative:
The reported event of failure to remove set screw was confirmed by analysis. Final analysis found the set screw stripped with septum material inside the hex cavity, preventing the torque driver from fully inserting. This problem occurred during the procedure. Final analysis did not find any anomalies except for procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for an implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, it was noted that the sealing gasket on the right ventricular port set screw was lifted, resulting in failure to remove the set screw. As a result, the ICD was unable to be implanted on (B)(6) 2025. A new ICD was successfully implanted. The patient was stable.